Event description:
It was reported that, three months after implant the patient became septic. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d314vrm implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that, three months after implant the patient became septic. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.